Event description:
During a shoulder arthroscopy, for impingement syndrome, the tip of the cannula, about 1 to 1.5 cm long, broke off. It required about 1-1/2 to 2 hrs for physician to retrieve the pieces. The pt was discharged and is fine.